Event description:
The customer reported that the 840 ventilator stopped cycling. The ventilator was no in use on a patient at the time the malfunction occurred. Covidien tech support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised t run extended self-test (est) and run vent on test lung. Covidien was not authorized to repair the unit. The customer followed the tse recommendations and he was unable to duplicate the alleged malfunction. Customer has conducted final testing.

Manufacturer narrative:
(B)(4).